Event description:
The i.b.s. Neutralization osteosynthesis screws are intended for: -the fixation of arthrodesis, osteotomies or fractures of long or short bones of the upper and lower limbs; - osteosynthesis requiring a mono or bicortical compression. Before screw insertion, the screw head placement shall be prepared thanks to the dedicated starter. Event description: a screw broke upon insertion. No patient nor user consequences, nor significant increase of the surgery duration were reported. The surgery ended successfully without any consequences for the patient; the screw was removed and replaced by another one. However, it is considered that if the event were to happen again it could cause a serious injury to the patient and is thus to be reported.

Event description:
The i.b.s. Neutralization osteosynthesis screws are intended for: the fixation of arthrodesis, osteotomies or fractures of long or short bones of the upper and lower limbs. Osteosynthesis requiring a mono or bicortical compression. Before screw insertion, the screw head placement shall be prepared thanks to the dedicated starter. Event description: a screw broke upon insertion. No patient nor user consequences, nor significant increase of the surgery duration were reported. The surgery ended successfully without any consequences for the patient. However, it is considered that if the event were to happen again it could cause a serious injury to the patient and is thus to be reported. Additional information are to be collected and investigations are in progress.